Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of the provided data indicated that the discrepant results were likely due to the sample containing a viral concentration near or at the limit of detection of the assay. This is consistent with a sample-specific issue, as wavering results between reactive and non-reactive can occur with low-titer samples. No product issue was identified, and the reagent was confirmed to be performing as intended.

Event description:
The initial reporter alleged a false non-reactive result for hepatitis b virus (hbv) when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The event involved a seropositive sample tested in a primary pool of 6 (pp6) on (B)(6) 2023, which generated a non-reactive result for hbv. A recollected sample was retested in pp6 on (B)(6) 2023, and the results were reactive for hbv. Additional retesting of the recollected sample on (B)(6) 2023 in resp1 also generated reactive results for hbv.